Manufacturer narrative:
The procedure was laser assisted cataract surgery with the system. The customer reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. A company clinical applications specialist (cas) reported that "after performing the laser treatment on this patients left eye (os), the patient was rolled into the operating room (or) to complete the cataract surgery. The cas entered the room during the I/a portion of the case prior to lens implant and noticed an anterior capsule tear about one clock hour wide inferiorly from about 5 o'clock to 6 o'clock. The surgeon completed the case and implanted an intraocular lens (iol) with no issues. After the case the surgeon stated he thinks he may have snagged the capsulotomy during I/a. In conventional cataract surgery, without laser assistance, the incidence of anterior capsular tears has been documented from 0.79% in very experienced hands to 5.3% within teaching institutions. The importance of an intact capsulorhexis for safe phacoemulsification is well recognized. In fact, irregular edges are known to promote radial tearing. Prior to the innovation of the continuous curvilinear capsulorhexis, it was widely known that extensions of tears most often occur in v-shaped notches (or peaks as noted in the report description) of the anterior capsule rim. The determinant of the direction of tearing is the sum of the vector forces of the surgeon¿s hand during the capsulorhexis and the tension applied by the zonular fibers. Published data suggests that patients with dense cataracts may be at greater risk of capsular rupture due to the additional forces created within the bag during surgery. It is noted that the strength of the capsule in laser assisted procedures are as good as or greater than a manual capsulorhexis and the smoothness of the capsulotomy edge is similar to manually created openings. The elasticity of the capsule is known to increase the incidence of anterior capsule tears as well as size of continuous curvilinear capsulorhexis. An opening that is too small is more conducive to striking the edge of the capsulorhexis with the phaco tip or secondary instruments. There is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 9, 2005. Based on qa assessment, the product met specifications at the time of release. A capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced an anterior capsular tear during a laser assisted cataract surgery. An intraocular lens was implanted with no issues and the surgery was completed.